Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the front panel display was not lit up due to the failure of a printed circuit board (cp board), and also found that when this cp board had replaced to new one, all front panel lights turned on due to the failure of another printed circuit board (dp board). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found the switch on the front panel of the subject device did not function. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.